Event description:
The article, "long-term clinical outcomes of left atrial appendage closure in patients with left atrial appendage thrombus", was reviewed. The article presented a retrospective and prospective single-center study to evaluate the safety and long-term efficacy of left atrial appendage closure (laac) in patients with non-valvular atrial fibrillation (nvaf) in the presence of thrombus. Devices included in the study were amplatzer cardiac plug, amplatzer amulet, watchman, and watchman flx. The article concluded that laac may be performed safely in selected patients with distal laa thrombus, with long-term outcomes comparable to those without thrombus. [The primary and corresponding author was (B)(6). The time frame of the study was from june 2010 to april 2024. A total of 403 patients were included in the study, of which 227 (56.3%) received an abbott device. The average age was 76 years and the majority gender was male. Comorbidities included hypertension, smoking history, atrial fibrillation (paroxysmal, persistent, permanent), congestive heart failure, diabetes mellitus, dyslipidemia, chronic kidney disease, carotid artery disease, peripheral vascular disease, ischemic heart disease, permanent pacemaker, cognitive impairment, malignancy, prior stroke, prior hemorrhagic stroke, intracranial bleeding, gastrointestinal bleeding, recurrent falls.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including [hypertension, smoking history, atrial fibrillation (paroxysmal, persistent, permanent), congestive heart failure, diabetes mellitus, dyslipidemia, chronic kidney disease, carotid artery disease, peripheral vascular disease, ischemic heart disease, permanent pacemaker, cognitive impairment, malignancy, prior stroke, prior hemorrhagic stroke, intracranial bleeding, gastrointestinal bleeding, recurrent falls. Complications reported included death, unexpected medical intervention (snaring), stroke, cardiac tamponade, pericardial effusion, bleeding, thrombus, device embolization, residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: long-term clinical outcomes of left atrial appendage closure in patients with left atrial appendage thrombus